Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), customer response, updates, unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. According to the service staff, no problems occurred with another monitor. The service staff considers that there were problems with the cable or the power cord of the monitor. Based on the information that no problems occurred with another monitor, it was presumed that there was no abnormality in the subject product and there were problems with any of the products other than this product, i.e. A monitor or a monitor cable.. Olympus will continue to monitor complaints for this device. Further communication with the customer conveyed the following information: two monitors were being used during a procedure. The monitor the doctor preferred went blank but the other still functioned. The doctor had to turn head and was able to complete procedure. No other information provided.

Manufacturer narrative:
Device was not returned to olympus for evaluation/investigation. Third party called to service center to report the phenomenon of monitor displaying black screen. Olympus representative provided replacement part information. No further information is known at this time. The investigation is ongoing. If additional information is obtained a supplemental report will be submitted.

Event description:
It was reported by a third party, a customer complained an evis exera iii video system monitor was displaying a black screen. No additional information was provided. No patient contact/impact was reported.